Manufacturer narrative:
Analysis was performed on the submitted copy of the device memory. Calcium deposits within the pocket or calcification of the distal coil, which may develop over time, was seen as the potential cause of the observation. However, analysis on the available data was unable to definitively identify which electrode was causing the observed increase in shock impedance measurements. If additional information regarding the event becomes available, this report will be updated.

Event description:
Additional information was received indicating that a lead extraction was performed due to a consistently high shocking lead impedance measurements greater than 125 ohms. The system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited high out of range shock lead impedance measurements greater than 125 ohms. A gradual increase in the rv shock impedance measurements from 60 ohms to around 137-140 ohms was noted over the past year. No noise was observed on the shock channel. Boston scientific technical services (ts) discussed the possible causes and provided troubleshooting options. Subsequently, a copy of the device memory was sent for analysis. Additional information indicated that no intervention is planned at this time. The system remains in service. No adverse patient effects were reported